Event description:
It was reported that the consumer received a dirty needlestick injury from her husband's bd nano¿ 2nd gen pen needle. There was no medical intervention reported. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer wife reported via voice message - husbands pen needles bend when injecting. Insulin runs down belly/site not getting his insulin consumer wife reported via voice message she has stuck herself several times from bent needles... Caller noted her finger stick site is bruised going under her nail. No medical attention needed. Caller noticed her husband has bruises at injection site. No medical attention needed."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the consumer received a dirty needlestick injury from her husband's bd nano¿ 2nd gen pen needle. There was no medical intervention reported. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer wife reported via voice message - husbands pen needles bend when injecting. Insulin runs down belly/site not getting his insulin consumer wife reported via voice message she has stuck herself several times from bent needles. Caller noted her finger stick site is bruised going under her nail. No medical attention needed. Caller noticed her husband has bruises at injection site. No medical attention needed."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.